Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced pain at the peg insertion site and was treated with oxynorm 5mg, paracetamol 4x1 gram and an oral antibiotic. The patient suffered from 38.1 degrees fever. On (B)(6) 2020, it was reported that the insertion site was skin color and dry. There was slight hardening at the top of the insertion site that was not red, warm, or not painful.